Manufacturer narrative:
The device passed testing. The device did not alarm with a s321 malfunction alarm code; however, during a review of the device history at the service center a s321 malfunction alarm code was noted. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing the device alarmed multiple times with a s321 (motor error-pmc pump mechanism controller, left) malfunction alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.